Event description:
It was reported that after stent deployment, the balloon could not be deflated, despite repeated approaches and inflation device exchanges. Attempts to remove the device resulted in a broken delivery system and the balloon remained in the vessel. A second stent was placed to acheive blood flow to the distal rca. Reopro was given to the patient. The next day additional angiography showed an occlusion of the patient's vessel. The patient expired in 2003, due to repeated episodes of ventricular fibrillations.